Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. A ¿ventilator inoperative¿ error was observed (e-20), indicating defective eeprom. The service manual recommends replacement of the printed circuit assembly (pca); however, the available documentation did not specify which component replacement would be required to resolve the issue. The technician noted in the evaluation notes that the unit is working in parameters and the software was updated. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt and tobacco contamination.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.